Event description:
It was reported that during knee procedure, reamer tip broke off. There was no patient injury reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of returned device found evidence that failure mode was due to bending/torsion overload.